Event description:
During the performance of a patient's advanced cardiac life support protocol, the defibrillator failed to charge and failed to fire. A spare defibrillator was utilized for the patient. The unit was initially taken out of service until a biomedical evaluation could be performed. After the bio medical engineering department tested the unit and determined that it was working properly, the unit was returned to service.